Event description:
The facility's biomedical engineer reported an infusion pump with a failure code 810:11 channel c. The biomed department reports that a colleague triple went into failure while in use on a patient. The biomed stated to baxter technical support that they have no record of any patient incident involving the pump this time or since the last baxter service event. Although attempts were made to obtain additional information from the reporting facility, details were not available regarding patient status, age of patient, medication involved or the set up of the infusion device.